Event description:
Holes discovered in vented bags of roi cps, llc custom procedure kit 800208016 lots 86469p and 78330p. Event date is unknown. Customer believed it was internal mishandling of the packs that caused the damage. No harm to patient, no case delay and new packs were pulled from inventory. Reporting due to the breach in the sterile pouch.